Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker activated the lead safety switch due to high out-of-range right ventricular (rv) lead impedance measurements. There was also evidence of oversensed myopotential noise. Troubleshooting was performed and it was observed that when this wheelchair bound patient was pushing the wheelchair with their hands, noise was president while in unipolar mode. The device was reprogrammed to bipolar and there was no evidence of noise. The lead safety switch was programmed off and the patient will be monitored. The patient is not pacemaker dependent. No additional adverse patient effects were reported.